Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of asthma (new or worsening) related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation the manufacturer observed dust-like and unknown contamination on the humidifier flip lid assembly. Scratches and dust-like contamination were observed on the right-side panel. A heavy amount of dust-like contamination and dried liquid spots were observed on the left side panel. An unknown brownish contamination was observed at the rear of the water chamber. A whitish dust-like contamination consistent with mineral deposits were observed at the base of the water tank. Dried liquid spots and dust-like contamination were observed on the interior side of the flip lid assembly. A brownish contamination, potentially mold, was observed on the flip lid seal. A whitish contamination consistent with mineral deposits were observed on the dry box seal and in the base of the bottom enclosure. A dust-like contamination with unknown material was observed on the dry box, heater plate, in the bottom enclosure, and in the lower base. A dried liquid spot was observed on the bottom of the heater plate spring. Evidence of sound abatement foam degradation/breakdown was observed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of asthma (new or worsening) related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.